Event description:
It was reported that during an implant attempt, the wire would not insert the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4) : the full lead was returned, analyzed and there was blood/body fluid on the distal conductor (not obstructed).